Event description:
In 1999, the pt revisited dr and disclosed "metal to metal" contact on x-rays of the left (operated) knee. The next month, the pt underwent arthroscopy which confirmed "damaged" patella component. The lateral 5mm of the polyethylene portion of the patella had worn completely; resulting in metal portion of the patella to contact the femoral component.